Manufacturer narrative:
Device history record reviewed.

Event description:
It has been reported to co that upon removal of this device from the packaging, it was noted that the shaft of the device was broken. There was no patient involvement. The device is being returned for co's analysis.